Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation with 280cc mentor memoryshape breast implant on both sides and experienced breast implant rupture on her right side postoperatively. On (B)(6) 2022, mentor became aware that the date of surgery is (B)(6), 2022. On (B)(6), 2022, mentor became aware that the patient also experienced right side granuloma, late onset seroma, and left side device migration. This medwatch report is for the patient¿s left-sided device.